Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter called technical services and stated the patient had peritonitis. On follow-up with the patient's nurse he confirmed the patient's effluent was cultured at the clinic on (B)(6) 2016 and the culture results revealed peritonitis. The patient was treated with vancomycin (dose and frequency not reported). The patient's nurse was not entirely sure of the origin of peritonitis; however the patient on occasion forgot to use his hand sanitizer prior to treatment. The nurse reported the patient has fully recovered from peritonitis and his effluent was clear. The patient continued continuous cycler-assisted peritoneal dialysis (ccpd) treatments.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were indications of dried fluid within the cassette compartment underneath the mushroom heads. The cause of the encountered dried fluid could not be determined. Simulated testing was performed and there were no fluid leaks and the device performed as designed. While there was evidence of a fluid leak associated with the cycler as found during internal inspection it was not reported to be associated with this event. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Clinical review of the medical records did not reveal a causal relationship between the liberty cycler and the peritonitis.